Event description:
The patient originally underwent percutaneous pda closure on (B)(6)2010 with an amplatzer® vascular plug ii (avp2). Chest x-ray performed the following day showed the avp2 dislodged into the left pulmonary artery. The avp2 was percutaneously removed and several devices were attempted (vsd, pda, and vascular plug). Finally, a larger vsd device was implanted and the device fit properly.

Manufacturer narrative:
(B)(4). Anvil_not returned the analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, the firing handle was harder than usual. Although the device could be fired and anastomosed without any problems, the doctor felt a difficulty in doing so. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.